Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that lcd display was broken. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.